Manufacturer narrative:
(B) (6). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that "several weeks" following the successful completion of an anterior pelvic floor repair procedure performed "sometime within (B) (6) 2010 - (B) (6) 2010" using an uphold vaginal support system, the physician, during a follow-up visit from the patient, discovered that the patient had a dehiscence within the anterior vaginal wall. It is unknown how the dehiscence was treated, but the mesh was reportedly not removed and is still currently implanted. Per the physician, the patient is "doing well." No further information has been forthcoming for this event.